Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device will be recalibrated to address the issue. Conclusion - device has been evaluated, but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.